Event description:
Healthcare professional via nbir reported "capsular contracture baker grade ii, suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style, ptosis." Record is for left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.